Manufacturer narrative:
Device code (B)(4) no longer applies.

Event description:
Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a ¿defective stimulator.¿ the attorney further claimed the patient was told the implantable neurostimulator (ins) had a ¿9-year device life,¿ and further claims the ins ¿failed well before the expiration of nine years.¿

Event description:
It was reported that the patient¿s system was scheduled to be explanted on (B)(6) because it caused paralysis. The paralysis occurred since implant. It was unknown if the device would be returned for the manufacturer as the hospital¿s policy was that it would go to pathology first before it could be released to the manufacturing representatives (rep). There was no evidence of a device malfunction. The patient¿s spine was damaged during the laminectomy implant procedure and the usage of the stimulator was no longer a benefit. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), im planted: 2013-(B)(6), product type: lead. (B)(4).